Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2007, patient presented with pre operative diagnosis of severe degenerative disc disease (l5-s1 lumbar) with low back pain and foraminal stenosis bilaterally and underwent following procedures: posterior lumbar fusion bilaterally posterior lumbar interbody fusion with a modifier. Autologous harvested bone graft, bone marrow aspiration non segmental pedicle screw instrumentation, insertion of posterior lumbar interbody titanium cage. Per operative report: "... Instrumentation was inserted on the left side, inserted a 6.5 x 50 screw into l5 and 6.5 x 40 into l2-s1. Bone was then packed into the space utilizing bone morphogenic protein and bone gel from the bone marrow aspirate. After packing of copious amount of bone plus bone morphogenic protein into the disc space, sizers were then used to pick a 12 mm posterior lumbar interbody fusion cage. This was packed with bmp and inserted. Attention was then turned to the left where further exposure was carried out and two screws were inserted at l5-s1.again a 6.5 x 50 screw was placed into l5, 6.5 x 40 into s1.final x-ray showed good position of all screws. Decortication laterally was then carried out and bone grafting was carried out in the left gutter utilizing bmp and autologous bone graft. A 40 mm rod was then inserted and locked into position on the left side. Repeat x-ray show excellent position." Post operatively patient alleges unspecified injury due to the use of rhbmp-2.